Manufacturer narrative:
(B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, when using fast-fix 360 curved ndl delivery sys after the t1 deployed successful, t2 implant would not be deploy and fell off from the inserter needle when the deployment knob was depressed. T1 left secured in the patient. The procedure was finished with a smith and nephew backup device. It is unknown if occurred a surgical delay. No patient injury was reported.

Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A visual inspection was performed on the product. The suture was returned. The anchors were not returned. The suture was taped to the handle of the device. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.